Event description:
It was reported that the tip 'flamed up'. There was no injury to pt or clinician.

Manufacturer narrative:
It was reported that the teflon coating on the cautery tip apparently fell off and a flame was noted. The account did not provide info regarding the settings of the device as it was being used, or how long the tip had been activated when the incident occured. There was no injury to the pt or clinician. The sample was received and the tip looks slightly burned. We tested an unused tip in an effort to try to duplicate the report. We performed 10 cycles at settings of 30 in both the cut & coag mode. Then we performed 10 cycles at setting of 100 cut and 80 coag. Then we performed 10 cycles at settings of 150 cut and 80 coag and still were not able to duplicate the reported incident. At this time, a root cause has not been determined and no corrective actions identified. The sample will be forwarded to the MFR for further eval.